Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery (rca). A 2.50x38mm synergy¿ stent was used to treat the lesion, but the device was unable to advance very well. The device was completely removed from the patient, upon inspection it was noted that the stent struts were kinked. The procedure was completed with another 2.50x38mm synergy¿ stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR., method codes, results codes and conclusion codes updated. Device evaluated by MFR: synergy ous mr 2.50 x 38mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found proximal stent damage. Struts on the rows 4 and 6 counting from the proximal end of the stent were lifted. The remainder of the stent was undamaged. The crimped stent od (outer diameter) of the undamaged section of the stent was measured and is within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the inner and outer polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were found. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery (rca). A 2.50x38mm synergy¿ stent was used to treat the lesion, but the device was unable to advance very well. The device was completely removed from the patient, upon inspection it was noted that the stent struts were kinked. The procedure was completed with another 2.50x38mm synergy¿ stent. No patient complications were reported and the patient's status was good.